Manufacturer narrative:
The device was manufactured from august 27, 2019 - august 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(Additional information): the events occurred "since the 23rd of january". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) large volume folfusors under-infused. The set was filled with 13.5g piperacillin/tazobactam and citrate buffer in 230ml 0.9% sodium chloride. This issue was identified after use of the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.